Event description:
It was reported via that the target lesion was the mid left anterior descending artery (lad) with 90% stenosis. The xience xpedition stent was rated to be somewhat worse in trackability, ability to cross the lesion, withdrawal of the device from the guiding catheter and overall experience. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated implant date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.